Manufacturer narrative:
The review of the associated manufacturing records revealed that the unit related to this report met all the requirements of the specification at inspection. There was no evidence of inconsistency during the manufacturing process which might be related to the reported issue. Mechanical tests were performed. After thorough cleaning to remove blood and tissue residues, the fixation mechanism still could not be retracted. Upon dismounting the screw housing, significant quantity of tissue was observed between the driver and guide, which may have interfered with the screw mechanism. Based on available data and the investigation results, the reported event may have been caused by the tissue observed between the driver and guide, interfering with the screw mechanism. This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, a patient was undergoing implantation of a 5202 dr pacemaker with a vega r52 lead. During the procedure, after the lead was placed inside the body, an attempt was made to deploy the fixation helix. It was discovered that the helix at the lead tip could not be extended. The lead was removed from the body, and an extension test was performed externally. It was found that even with standard manipulation, the helix only began to partially deploy after 20 turns. Therefore, it was ultimately not implanted.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Analysis of production records is ongoing. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, a patient was undergoing implantation of a 5202 dr pacemaker with a vega r52 lead. During the procedure, after the lead was placed inside the body, an attempt was made to deploy the fixation helix. It was discovered that the helix at the lead tip could not be extended. The lead was removed from the body, and an extension test was performed externally. It was found that even with standard manipulation, the helix only began to partially deploy after 20 turns. Therefore, it was ultimately not implanted.